Event description:
It was reported that the device had a power on reset (por). The device was reprogrammed back to previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a full electrical reset. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.